Event description:
It was reported that the patient had received intervention for with high blood glucose levels. The patient's blood glucose levels reached 536 mg/dl while they were at work wearing the pod between 4 and 24 hours. The patient reports feeling light headed and having sore joints. In addition the patient reports having heaviness on their chest. The patient reports they had gone to their doctors office and upon removal of the pod the customer reports the cannula was damaged. The patient was treated with 4 or 5 units of manual insulin. The patient was provided a back up insulin pen. The patient reports they were at their doctors office for 1.5 hours. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported intervention and high blood glucose levels. In addition we are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios. Cloud - omnipod 5 software app version 1.1.6. Cloud - smartphone operating system 17.6. Cloud - smartphone hardware iphone16.1. Cloud - cgm sensor type g6.